Manufacturer narrative:
The device was received by resmed (B)(4) and an engineering investigation was performed. The engineering investigation determined that the device not able to start was due to the power management software configuration when the device is in the standby mode and not in use. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was not able to start. The device was not in use and in standby mode at the time of the event. There was no patient injury reported as a result of this incident.